Manufacturer narrative:
(B)(4). "Potential lead damage associated with the dbs lead cap" (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, a lead cap was removed and caused damage to the end of the lead. High impedances were reported. It was stated the health care provider "used more torque than allowed" when dealing with the lead cap. After replacing the lead, the procedure was completed and the patient had symptom control.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).